Manufacturer narrative:
Device is a combination product. A 20 x 3.50mm promus premier select stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal section of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A 0.014 inch test guidewire was loaded through the tip of the device and exited at the guidewire exchange port without issues. The device was successfully loaded through and exited the distal end of a 5f test guide catheter.

Event description:
Reportable based on analysis completed on (B)(6) 2020. It was reported that the stent was difficult to advance. A percutaneous coronary intervention was being performed. A 20 x 3.50mm promus premier select stent could not be advanced within the guiding catheter. The procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed stent damage.